Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump suspended. Her blood glucose at the time of call was 49 mg/dl, which she treated by eating an apple. The customer stated she was kind of sweaty as a result of her low blood glucose but that she didn't feel bad. The customer stated that her sensor glucose was 52 mg/dl when the pump suspended and her blood glucose was 60 mg/dl. The customer believed that the pump had suspended above the threshold limit and she was advised that the alarm was actually true. No products were shipped or returned.